Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on april 3, 2018 that patient received a CT scan of the abdomen without contrast and findings revealed the greenfield was tilted towards the left. The apex of the filter is not touching the ivc wall. The filter struts are penetrating through the ivc wall by up to 5mm on the axial view, 4mm on the coronal view and 6mm on the sagittal view. There is no definite strut fracture or bending.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.